Event description:
It was reported by the patient that they had symptoms of lightheadedness and received a shock while on their I-phone. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944 implantable tachy lead, (B)(6) 2001; 6940 implantable pacing lead, (B)(6) 2001. (B)(4).